Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed the battery removal amplitude functional test due to a capacitor being out of electrical specification. It was also noted that the battery contacts were contaminated, the knobs were sticky, the latch was sticky and damaged and the bail covers were cracked and damaged. (B)(4).

Event description:
It was reported that during a maintenance check on an external pulse generator (epg) it was discovered that the device immediately stops pacing after the battery was removed. According to the manual the pacer should pace at least 15 seconds without a battery in order to safely change out a battery when the pacer is attached to a pacemaker dependent patient. The engineer concluded that the capacitor could be defective and called the manufacturer to arrange a servicing of the device. There was no patient involvement.